Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5130548. Brand name: precision spectra, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 21467436.

Event description:
It was reported that the patient developed an infection at the lead implant site at the base of the neck and underwent an explant of the entire system. The patient was scheduled to undergo a lead revision procedure due to lead migration, which was confirmed with an x-ray. During the procedure the physician noted puss at the lead incision site, the physician then opted to explant all the devices. The patient indicated feeling soreness at the lead incision site. It is unclear what may have caused the infection. A culture was taken, but the results are not available. The patient was placed on antibiotics and is doing well post-operatively. The devices are in route to the manufacturer.

Event description:
It was reported that the patient developed an infection at the lead implant site at the base of the neck and underwent an explant of the entire system. The patient was scheduled to undergo a lead revision procedure due to lead migration, which was confirmed with an x-ray. During the procedure the physician noted puss at the lead incision site, the physician then opted to explant all the devices. The patient indicated feeling soreness at the lead incision site. It is unclear what may have caused the infection. A culture was taken, but the results are not available. The patient was placed on antibiotics and is doing well post-operatively. The devices are in route to the manufacturer. Additional information was received that the results of the culture would not be released by the facility.